Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed that the distal tip was open and torn, with noticeable stretching along the tear site. Additionally, a single kink was observed in the sheath shaft approximately 6 cm from the strain relief. Upon review of the provided imagery, both femoral arteries exhibited a minimum vessel diameter of 5.5 mm, meeting the lower threshold for use of the 14fr edwards esheath. No significant tortuosity was noted in the access vessels. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via transfemoral approach, resistance was noted while advancing the delivery system through the esheath, particularly at the distal tip. After applying additional push force, the delivery system was successfully advanced; however, the distal tip of the esheath was found to be damaged. Since the valve itself was unaffected, the procedure continued and the valve was successfully implanted. Final angiography revealed a femoral artery dissection at the access site, which was managed conservatively without further intervention. The patient remained stable post-procedure.